Manufacturer narrative:
(B)(4). The customer returned one spring wire guide and a cvc catheter for analysis. The guide wire was stuck inside the catheter. It was noted that the side with the j-bend was exiting out of the distal extension line. Large amounts of biological material were observed on the catheter and the guide wire. Visual analysis confirmed that the guide wire was unraveled towards the distal end. Several kinks were also observed. Microscopic examination revealed that the distal weld had separated from the core wire; however, it was still attached to the coils. The j-bend appeared slightly misshapen. Microscopic examination revealed that the distal weld had separated from the core wire but was still attached to the coils. No defects or anomalies were observed on the catheter. The total core wire length measured 600mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .793mm, which is within the specification limits of .788mm-.826 per the guide wire graphic. The catheter length from the juncture hub to the distal end measured 218mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter outer diameter measured .0946", which is within the specification limits of .094"-.098" per the catheter extrusion graphic. A lab inventory guide wire with the same outer diameter as the guide wire involved with this complaint was inserted through the returned catheter. Little to no resistance was observed. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "in this circumstance, pulling back on guidewire may result in undue force being applied resulting in guidewire breakage. If resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire. If resistance is again encountered, remove guidewire and catheter simultaneously". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the coil wire had separated towards the distal end. Additionally, the core wire was broken adjacent to the distal weld. The guide wire and catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: when the guide was removed, resistance was affected and when the filaments disintegrated, the doctor removed the entire catheter.

Manufacturer narrative:
Qn#: (B)(4). Preliminary evaluation of the returned device indicates swg/catheter resistance - unraveled.

Event description:
The customer reports: when the guide was removed, resistance was affected and when the filaments disintegrated, the doctor removed the entire catheter.